Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced uveitis/iritis. Treatment was performed. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - Type of Investigation: 4110 - Lens Work Order Search: No similar complaint type events reported for units within the same lot.Manufacturer Narrative: Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.Claim# (b)(4).